Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6)lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 0.6810 mg/day), bupivacaine (30.0 mg/ml at 10.215 mg/day), clonidine (400.0 mcg/ml at 136.20 mcg/day), and compounded baclofen (400.0 mcg/ml at 136.20 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and cancer pain. It was reported the patient's pump was interrogated on (B)(6) 2017 and the logs revealed a motor stall (12:41) with recovery (12:54) on (B)(6) 2017 without report of a MRI. The cause of the motor stall was not known. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2017.